Event description:
It was reported that during a renal pta procedure (contraindicated), the stent delivery system would not cross the lesion. An attempt was made to remove the stent delivery system back through the guiding catheter (contrary to IFU), when resistance was encountered. This caused a wrinkle in the stent delivery system, which subsequently caused a bulge in the guiding catheter and eventually separation of the stent. The stent was retrieved with a snare. The pt is reported to be doing fine.